Event description:
It was reported that the patient with this implantable essentio pacemaker underwent an electrocardiogram (ECG) and the health care professional (hcp) requested an interpretation by boston scientific technical services (ts). Specifically, the physician reported intermittent intrinsic conduction appearing longer than the programmed av delay (avd). Av search+ is turned off and rhythmiq is not available in essentio device. Per ts, there appears to be possible loss of capture or inhibition of right ventricular (rv) pacing. Ts recommended bringing the patient into clinic again to for troubleshooting via heartconnect. No adverse patient effects were reported. This product remains in service. Additional information: the physician called ts during device follow-up. Data was reviewed via heart connect, and the real time electrogram (egm) showed oversensing of atrial paced far-field. Far-field was measured to have amplitudes around 0.9 millivolts (mv). The device was re-programmed from automatic gain control (agc) with sensing floor of 0.6 mv to fixed sensitivity of 2.5 mv (default setting).

Manufacturer narrative:
Investigation summary: with all the information, boston scientific concludes the reported clinical observation of loss of capture is a known inherent risk associated with the use of this device, as documented in the instructions for use (IFU). Device history record review: a review of the device history record (DHR) was performed. The review of the DHR identified there were no process related non-conformances, scrap, or rework performed during the production that could explain the event. The reviews ensure each device meets specification prior to release for use. There is no indication the device manufacturing process contributed to the reported complaint. Device technical analysis: the device remains implanted; therefore, product analysis could not be performed. However, the reported observation is addressed in product labeling. Therefore, well-understood factors likely contributed to the event. Labeling review: review of labeling determined that the complaint situation was listed in the manual. There was no indication in the complaint that the product was not used in accordance to labeling. The manual was unlikely to be the cause of the reported complaint; translation, wording, or graphics does not require further review. Investigation conclusion: this device remains implanted and therefore has not been returned. As such, physical analysis has not been conducted in our laboratory. However, labeling review was conducted. This review determined the clinical observation is covered by the IFU. Therefore, it can be concluded that expected or well-understood factors most probably contributed to the event. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device. Risk assessment: a risk review performed for the accolade device confirmed that the event of failure to capture is a known event defined in the product's risk management documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Product risk benefit includes consideration of risk severity and rate, and the overall residual risk of the accolade device is acceptable.

Event description:
It was reported that the patient with this implantable essentio pacemaker underwent an electrocardiogram (ECG) and the health care professional (hcp) requested an interpretation by boston scientific technical services (ts). Specifically, the physician reported intermittent intrinsic conduction appearing longer than the programmed av delay (avd). Av search+ is turned off and rhythmiq is not available in essentio device. Per ts, there appears to be possible loss of capture or inhibition of right ventricular (rv) pacing. Ts recommended bringing the patient into clinic again to for troubleshooting via heartconnect. No adverse patient effects were reported. This product remains in service.